Manufacturer narrative:
Product 340-4114 is currently under recall #z-1440-2011.

Event description:
Info received alleges the account has had 5 pt complaints about air in line alarms. No samples are available. No lot number info was given.